Event description:
Pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the tortuous mid sfa. The stent was stuck on the guidewire and could not be released.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint device was returned with the guide wire still located inside of the inner shaft. The technical investigation showed that the outer shaft has been retracted by about 8 mm. The stent has been partially released. The proximal stent markers are slightly deformed. The proximal stent stopper shows mild compression marks. The handle was returned fully functional. The proximal portion of the inner shaft was found deformed (i.e. Has buckled). Inside the handle, all parts are correctly positioned. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. However, after flushing the guide wire lumen and the space between the shafts, the stent could be successfully released by pushing the trigger and the guide wire could be removed. The deformation of the inner shaft and the blood clot in the tip may have been a contributing factor for the increased friction of the guide wire. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.